Event description:
The user received questionable results for the second sample in a series of three from one ER patient on the cobas e411 analyzer. The first sample drawn near midnight generated a troponin t result of < 0.01 ng/ml. For the second sample drawn at 3:00 am and tested in a sample cup, the initial ckmb was 0.39 ng/ml and the initial troponin t result was 0.06 ng/ml. These results were reported outside the laboratory and were questioned by the doctor. The user repeated the sample in the primary tube and received a ckmb result of 2.42 ng/ml and a troponin t result of <0.01 ng/ml. The third sample drawn 4 hours later, near 7:00 am, gave a ckmb result of 2.51 ng/ml and a troponin t result of <0.01 ng/ml. The patient had been admitted the hospital, but was released when the results for the third sample were received. The user stated the patient was not admitted based on the questionable results from the second sample. The ckmb and troponin t reagent lot numbers were not provided. The field service representative determined there was a bent stirrer paddle and straightened the stirrer. To verify the analyzer operation, he ran performance tests.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.